Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen. No data was provided for evaluation. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A voltage test was performed and it passed. The complaint was not confirmed because the transmitter passed testing. The complaint confirmation and probable cause could not be determined.

Manufacturer narrative:
Com-(B)(4).